Event description:
During an post-implant follow-up, it was reported that the patient experienced syncopal episodes due to a failure to capture on the right atrial (ra) leadless pacemaker (lp). The ra lp was explanted and a traditional pacemaker and leads were implanted to resolve the event. The patient was recovering.